Manufacturer narrative:
The customer has requested getinge to submit a quote for the iabp repair cost, in connection with this event. As of today, we have not received any response. Since there is no service available yet, a supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display failure. It is unknown under which circumstances this event occurred. As per the customer, the unit is not in use at the hospital. There was no harm or injury to any patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) replaced the main board pcb and performed all functional and safety tests which passed to meet factory specifications. A supplemental report will be submitted if additional information is provided.

Event description:
N/a.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) would not turn on. In addition, the customer informed that the unit is not in use at the hospital. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6 (types of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: b5, h6 (medical device ¿ problem code, component codes, health effect ¿ impact codes).

Manufacturer narrative:
Updated fields: b4, b5, d11, e1 (initial reproter, event site email), g4, g7, h2, h10, h11 corrected field: d1. Testing of actual/suspected device: (10) all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had a display failure. In addition, the customer informed that the unit is not in use at the hospital. There was no patient involvement, and no adverse event reported.